Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
It was reported that the healthcare professional had had a case where there was a short at the implantable neurostimulator (ins)/connector. It was noted that pretty much anytime you were able to reproduce some symptoms with palpation/movement then it usually meant a short. It was noted the healthcare professional usually saw them just distal to connector over and unfortunately would have replace the leads in those cases. Surgeon had placed connector higher into portion of the scalp/skullin order to mitigate risk of short on the lead. It was noted that sometimes the screws could be tightened too much and this could cause the issue. Additional information was requested but had not been received as of the date of this report.